Event description:
It was reported that lens vaulted (z-syndrome) 2 weeks post cataract surgery. The surgeon plans to rotate the lens and free up any issue with the capsular bag that may have caused capsular bag contraction. Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.